Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open resection of the colon, the stapler would not fire. It was stated that the white pusher could not be moved on the reload so no staples could be placed on the tissue. Another loading unit was used to complete the case. There was no patient injury.